Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, there were no clinical factors presented which would have contributed to the event. The 6.4mm drill material is stainless steel and is not intended for long term internal exposure and long-term implantation data is not available. The patient impact beyond the retained foreign body which reportedly ¿remained in the bone¿ cannot be determined; however, possible micro-motion and/or migration, local irritation/discomfort and/or corrosion cannot be ruled out. No further clinical/medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for care, maintenance, cleaning and sterilization revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during drilling at the femoral head, the end of one (1) 6.4mm drill broke. The broken piece could not be removed and remained in the bone. However, there was no effect on the insertion and screwing of the proximal screws. It is unknown whether there was a delay or how the surgery was completed. Patient´s current health status is unknown.